Event description:
The following was reported to hamilton medical ag: during testing, device came because of multiple tech faults, no tech faults displayed with device powered on, pfilter was not connected, probably causing some of the faults, preemptively replaced the control board because of the watchdog errors. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).